Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2020).

Event description:
It was reported that post catheter implant, the catheter was found to have a massive and rapid biofilm formation in the outer lumen of the catheter, an alleged decrease in the volume and the flow rate by the catheter was also noticed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. One electronic photo was reviewed by gowtham balasubramanian. The photo shows partial hemosplit 19cm catheter. The device appears to be inserted in the patient. It is uncertain if there is a biofilm present on or in the device. No evidence was found for the decreased flow rate in the catheter. Based on the photo review, the restricted flow rate cannot be confirmed and a biofilm cannot be confirmed. Although a definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter implant, the catheter was found to have a massive and rapid biofilm formation in the outer lumen of the catheter, an alleged decrease in the volume and the flow rate by the catheter was also noticed. There was no reported patient injury.